Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was evaluated in the emergency room (ER) after receiving shock therapy. A limited interrogation was performed and revealed that the device had delivered anti-tachycardia pacing (atp) and six shocks, which exhausted therapy. The ventricular rates appeared to be irregular suggesting inappropriate therapy. The patient was confirmed to be in atrial fibrillation (af) in the ER. This product remains in-service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was evaluated in the emergency room (ER) after receiving shock therapy. A limited interrogation was performed and revealed that the device had delivered anti-tachycardia pacing (atp) and six shocks, which exhausted therapy. The ventricular rates appeared to be irregular suggesting inappropriate therapy. The patient was confirmed to be in atrial fibrillation (af) in the ER. This product remains in-service. Additional information was received that this ICD device was subsequently returned to boston scientific by another medical device manufacturer, indicating the device was explanted. No other information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.